Manufacturer narrative:
This issue was investigated by confirming the silicone trilaminate, the skin contact material, used in this lot of product was certified meeting the requirements of convatec. Confirming the lot of product was sterilization certified. All manufacturing, materials, and sterilization process were compliant to requirements. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user applied an aquacel foam dressing to a wound on her left shin. The dressing was changed weekly for a period of three weeks. After a "few weeks" of use, she developed irritation. The initial reporter was unable to specify the number of dressings used by the end user. After an examination by a health care professional, the end user was prescribed "flamecine cream" for the irritated skin.